Event description:
Bayer case number: (B)(4). Currently experiencing constant pain [pelvic pain female]; the pain appeared immediately after insertion [post procedural pain] ; for 10 years my body deteriorated without me knowing where it was coming from [general physical health deterioration]; I am exhausted [exhaustion; bilateral shoulder pain [shoulder pain]; left adhesive capsulitis [adhesive capsulitis]; left adhesive capsulitis in 2015 with 3 capsular dilatations, difficulties with external rotation [adhesive capsulitis] ; disturbed sleep with difficulty turning over [sleep disturbance] ; right shoulder: pain [shoulder pain] ; pain increased by movement (forward elevation, abduction, reflex movements) [pain upon movement]; lower back pain [low back pain]; functional impairment [physical deconditioning] ; neck pain [neck pain]; haemorrhages during menstruation [heavy menstrual bleeding]; bursitis [bursitis]; capsulitis [capsulitis] ; tendinitis [tendinitis] ; ankle pain, [pain ankle]; thumb osteoarthritis in both hands [thumb osteoarthritis]; hashimoto's disease [hashimoto's disease] ; near vision loss with spasms in the left eye [near vision disturbance]; spasms in the left eye [spasm eyelid] ; extreme fatigue [fatigue extreme]; pain throughout my body [general body pain] ; insomnia [insomnia] ; anxiety states [anxiety state] ; unexplained weight gain [weight gain]; hyperphagia [hyperphagia] abdominal pain [abdominal pain] ; sadness [feeling sad] ; depressive state [depressive state]; irritability [irritability] ; confusion [confusion] ; disorientation [disorientation] ; muscle wasting [muscle wasting] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 06-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("currently experiencing constant pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("the pain appeared immediately after insertion"). On (B)(6) 2015 she experienced pelvic pain (seriousness criterion intervention required), general physical health deterioration ("for 10 years my body deteriorated without me knowing where it was coming from"), exhaustion ("I am exhausted"), a first episode of adhesive capsulitis ("left adhesive capsulitis"), a second episode of adhesive capsulitis ("left adhesive capsulitis in 2015 with 3 capsular dilatations, difficulties with external rotation"), sleep disorder ("disturbed sleep with difficulty turning over"), pain upon movement ("pain increased by movement (forward elevation, abduction, reflex movements)"), back pain ("lower back pain"), physical deconditioning ("functional impairment"), neck pain ("neck pain"), heavy menstrual bleeding ("haemorrhages during menstruation"), bursitis ("bursitis"), capsulitis ("capsulitis"), tendonitis ("tendinitis"), pain ankle ("ankle pain,"), osteoarthritis ("thumb osteoarthritis in both hands"), autoimmune thyroiditis ("hashimoto's disease"), visual impairment ("near vision loss with spasms in the left eye"), blepharospasm ("spasms in the left eye"), fatigue extreme ("extreme fatigue"), general body pain ("pain throughout my body"), insomnia ("insomnia"), anxiety ("anxiety states"), hyperphagia ("hyperphagia"), abdominal pain ("abdominal pain"), depressed mood ("sadness"), depression ("depressive state"), irritability ("irritability"), confusional state ("confusion") and muscle atrophy ("muscle wasting") and was found to have weight increased ("unexplained weight gain"). In 2015 she experienced a first episode of shoulder pain ("bilateral shoulder pain"). In 2017 she experienced a second episode of shoulder pain ("right shoulder: pain"). Essure was removed on (B)(6) 2025. On unknown date she experienced disorientation ("disorientation"). The patient was treated with surgery (to remove essure) and non-drug therapy (osteopathic and physiotherapy sessions). At the time of the report, the heavy menstrual bleeding, bursitis, capsulitis, tendonitis, pain ankle, osteoarthritis, autoimmune thyroiditis, visual impairment, blepharospasm, fatigue extreme, general body pain, insomnia, anxiety, weight increased, hyperphagia, abdominal pain, depressed mood, depression, irritability, confusional state and muscle atrophy had not resolved. The outcomes for pelvic pain, procedural pain, general physical health deterioration, fatigue, sleep disorder, pain, back pain, physical deconditioning, neck pain, the last episode of arthralgia and the last episode of periarthritis were unknown. No causality assessment was received for essure with regard to procedural pain, general physical health deterioration, exhaustion, the first episode of shoulder pain, the first episode of adhesive capsulitis, the second episode of adhesive capsulitis, sleep disorder, the second episode of shoulder pain, pain upon movement, back pain, physical deconditioning, pelvic pain, neck pain, heavy menstrual bleeding, bursitis, capsulitis, tendonitis, pain ankle, osteoarthritis, autoimmune thyroiditis, visual impairment, blepharospasm, fatigue extreme, general body pain, insomnia, anxiety, weight increased, hyperphagia, abdominal pain, depressed mood, depression, irritability, confusional state, disorientation or muscle atrophy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.5 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Currently experiencing constant pain [pelvic pain female]. The pain appeared immediately after insertion [post procedural pain]. For 10 years my body deteriorated without me knowing where it was coming from [general physical health deterioration]. I am exhausted [exhaustion]. Bilateral shoulder pain [shoulder pain]. Left adhesive capsulitis [adhesive capsulitis]. Left adhesive capsulitis in 2015 with 3 capsular dilatations, difficulties with external rotation [adhesive capsulitis]. Disturbed sleep with difficulty turning over [sleep disturbance]. Right shoulder: pain [shoulder pain]. Pain increased by movement (forward elevation, abduction, reflex movements) [pain upon movement]. Lower back pain [low back pain]. Functional impairment [physical deconditioning]. Neck pain [neck pain]. Haemorrhages during menstruation [heavy menstrual bleeding]. Bursitis [bursitis]. Capsulitis [capsulitis]. Tendinitis [tendinitis]. Ankle pain, [pain ankle]. Thumb osteoarthritis in both hands [thumb osteoarthritis]. Hashimoto's disease [hashimoto's disease]. Near vision loss with spasms in the left eye [near vision disturbance]. Spasms in the left eye [spasm eyelid]. Extreme fatigue [fatigue extreme]. Pain throughout my body [general body pain]. Insomnia [insomnia]. Anxiety states [anxiety state]. Unexplained weight gain [weight gain]. Hyperphagia [hyperphagia]. Abdominal pain [abdominal pain]. Sadness [feeling sad]. Depressive state [depressive state]. Irritability [irritability]. Confusion [confusion]. Disorientation [disorientation]. Muscle wasting [muscle wasting]. Case narrative: the below report was received by health authority ansm (reference number: r2536725) on 06-jan-2026. The most recent information was received on 13-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("currently experiencing constant pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(4) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("the pain appeared immediately after insertion"). On (B)(6) 2015, she experienced pelvic pain (seriousness criterion intervention required), general physical health deterioration ("for 10 years my body deteriorated without me knowing where it was coming from"), exhaustion ("I am exhausted"), a first episode of adhesive capsulitis ("left adhesive capsulitis"), a second episode of adhesive capsulitis ("left adhesive capsulitis in 2015 with 3 capsular dilatations, difficulties with external rotation"), sleep disorder ("disturbed sleep with difficulty turning over"), pain upon movement ("pain increased by movement (forward elevation, abduction, reflex movements)"), back pain ("lower back pain"), physical deconditioning ("functional impairment"), neck pain ("neck pain"), heavy menstrual bleeding ("haemorrhages during menstruation"), bursitis ("bursitis"), capsulitis ("capsulitis"), tendonitis ("tendinitis"), pain ankle ("ankle pain,"), osteoarthritis ("thumb osteoarthritis in both hands"), autoimmune thyroiditis ("hashimoto's disease"), visual impairment ("near vision loss with spasms in the left eye"), blepharospasm ("spasms in the left eye"), fatigue extreme ("extreme fatigue"), general body pain ("pain throughout my body"), insomnia ("insomnia"), anxiety ("anxiety states"), hyperphagia ("hyperphagia"), abdominal pain ("abdominal pain"), depressed mood ("sadness"), depression ("depressive state"), irritability ("irritability"), confusional state ("confusion") and muscle atrophy ("muscle wasting") and was found to have weight increased ("unexplained weight gain"). In 2015, she experienced a first episode of shoulder pain ("bilateral shoulder pain"). In 2017, she experienced a second episode of shoulder pain ("right shoulder: pain"). Essure was removed on (B)(6) 2025. On unknown date she experienced disorientation ("disorientation"). The patient was treated with surgery (to remove essure) and non-drug therapy (osteopathic and physiotherapy sessions). At the time of the report, the heavy menstrual bleeding, bursitis, capsulitis, tendonitis, pain ankle, osteoarthritis, autoimmune thyroiditis, visual impairment, blepharospasm, fatigue extreme, general body pain, insomnia, anxiety, weight increased, hyperphagia, abdominal pain, depressed mood, depression, irritability, confusional state and muscle atrophy had not resolved. The outcomes for pelvic pain, procedural pain, general physical health deterioration, fatigue, sleep disorder, pain, back pain, physical deconditioning, neck pain, the last episode of arthralgia and the last episode of periarthritis were unknown. No causality assessment was received for essure with regard to procedural pain, general physical health deterioration, exhaustion, the first episode of shoulder pain, the first episode of adhesive capsulitis, the second episode of adhesive capsulitis, sleep disorder, the second episode of shoulder pain, pain upon movement, back pain, physical deconditioning, pelvic pain, neck pain, heavy menstrual bleeding, bursitis, capsulitis, tendonitis, pain ankle, osteoarthritis, autoimmune thyroiditis, visual impairment, blepharospasm, fatigue extreme, general body pain, insomnia, anxiety, weight increased, hyperphagia, abdominal pain, depressed mood, depression, irritability, confusional state, disorientation or muscle atrophy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.5 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.